Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Model: sc-2316-50e. Serial: (B)(6). Batch: 7309800. Upn: m365sc231650e0. UDI: (B)(4).

Event description:
It was reported that during the permanent implant procedure it was discovered that the patient had abandoned contacts of the spinal cord stimulator (scs) trial lead. The device fragments were confirmed thru x-ray imaging. The fragments remained implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2316-50e, serial: (B)(6), batch: 7309800, upn: m365sc231650e0, UDI: (B)(4). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis, and the complaint as reported could not be confirmed. It was reported that retained fragments from a trial lead were identified during imaging at the time of the permanent implant procedure; however, no information was provided regarding when or how the lead breakage occurred. Additional information indicated that the breakage was not recognized at the time of trial lead removal. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. As there is insufficient information available to determine the cause or timing of the reported lead breakage and retained fragments, this investigation is unable to establish a definitive root cause. Therefore, the conclusion code cause not established is assigned.

Event description:
It was reported that during the permanent implant procedure it was discovered that the patient had abandoned contacts of the spinal cord stimulator (scs) trial lead. The device fragments were confirmed thru x-ray imaging. The fragments remained implanted.